Event description:
Per the clinic, the patient experienced an episode of meningitis in 2022 (specific date not reported), due to cerebrospinal fluid leak following a temporal bone fracture in an accident. Additional information has been requested but has not been made available as of the date of this report.